Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient contacted the clinic on (B)(6) 2023 due to severe abdominal pain and diarrhea. The patient was instructed to come to the outpatient home dialysis clinic for assessment, at which time the patient¿s peritoneal effluent fluid was sampled and found to be cloudy. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily for 14 days, ip vancomycin 1000 mg on (B)(6) 2023 and on (B)(6) 2023, as well as oral ciprofloxacin 250 mg twice daily for 8 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa and streptococcus sanguinis on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to multiple breaches in aseptic technique, such as poor hand hygiene and failure to wear a mask. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient recovered from the serious adverse events, received reeducation, and continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.